Event description:
It was reported the motor drive unit would not activate when either the trigger was pressured on the disposable or the footpedal was depressed. It was stated that the green led on front panel would illuminate, but the blade would not spin. To complete the case, the account activated the motor drive unit manually, using buttons on the front panel. There was no patient consequence reported.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. It was verified that the motor would not activate when the trigger was pressured on the disposable or on the foot pedal. It was also found that unit had a bent sub chassis causing a cpc misalignment, a worn motor coupler, a cpc connector not at the 12 o'clock position, and a cracked case.